Manufacturer narrative:
(B)(4). Medtronic was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient a 980 ventilator had an unresponsive touchscreen. The ventilator continued to provide breaths as was observed by the patients chest rise and stable vital signs. The patient was not harmed or injured as a result of the event.